Event description:
It was reported that this lead exhibited oversensing. It was recommended to consider adjusting sensitivity or to consider extending the refractories beyond the longest oversensing interval. Due to the limited information received, further follow-up to obtain related details was not possible. No additional adverse patient effects were reported.